Manufacturer narrative:
B5: capture 2 study events.

Event description:
Device malfunction: none reported. Adverse event: cardiac arrest and encephalopathy. Time of adverse event: two days post carotid stenting; 2-4 hours post coronary artery bypass graft. It was reported that, the pt underwent successful right internal carotid artery stenting, in 2006, without device performance issue or pt effect. The pt has a history of coronary artery disease and unstable angina and underwent planned coronary artery bypass graft (CABG), 2 days later. Three to four hours post-operative CABG, the pt went into cardiac arrest resulting in encephalopathy that completely resolved 7 days later. According to the pi, the cardiac arrest and encephalopathy are unrelated to the carotid stent. No add'l info is available.